Event description:
It was reported that about six months prior to the date of this report the patient experienced a pocket fill. The patient was driving home after a refill and felt sleepy. He went to the intensive care unit right away. The drug in the pump was unknown.

Manufacturer narrative:
Product ID 8709sc, serial# unknown, implanted: unknown, product type catheter. (B)(4).